Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "applied (B)(6) skin conditioner to legs and back. Nurses noted on that day the left leg had what she stated was a red raised prickly heat rash developing and moved to the groin area. Patient applied to back and buttock and noted last night was a flat macular rash and also noted this same flat rash to face and ears. Product use was discontinued."